Event description:
I got essure implanted on (B)(6) 2013. They placed 3 coils into my fallopian tube. I had some discomfort for 2 months after procedure where the coils were placed and felt fatigued, heavy periods, cramping, and intense throbbing pain where coils were placed that would hurt at random times. It didn't matter if I was sitting, standing, laying down or exercising. I had my hsg test (B)(6) 2013 to confirm blockage and everything was correct all coils in place. On (B)(6) 2014 I started experiencing abnormal symptoms starting with a missed period, frequent urination, bladder infections, dizzy spells, nausea, weight gain, severe bloating where I looked 3 months pregnant, severe constipation, severe abdominal cramping like my insides were being twisted and torn apart as well as cramping in pelvic region like my uterus was stretching. I went to my obgyn (B)(6) 2014 and she did a vaginal exam and urine test and came back negative. She diagnosed it as hormonal imbalance. My symptoms became worse with severe abdominal cramping to the point where I couldn't walk, throbbing pain in pelvic region where coils could have been placed and 2" below, and severe constipation for 6 days and I went into an urgent care clinic (B)(6) 2014 and they diagnosed it as severe constipation and blockage in my intestines as well as blood in my stool, and high levels of protein. My symptoms became even worse with abdominal pain, flank pain, uti, and previous symptoms listed prior. I went to a doctor (B)(6) 2014 and she ran a urine test as I still had not started my period and she requested an x-ray and diagnosed me with a uti, and the x-ray showed I had blockage in my intestines as well as found 3 coils, 2 in my fallopian, one on either side and one below fallopian tubes but thought nothing of it when we looked at it because we were focused on the blockage in my intestines. My doctor prescribed me with some antibiotics for my uti. My symptoms still remained all of them listed prior but this time high fever. Less than 24 hours later, leaving her office, experienced high fever for 6 days of 101-103, severe abdominal cramping where I couldn't move, and I broke out in a rash head to toe and my symptoms became worse and I wound up in the emergency room (B)(6) 2014. I went to the emergency room and they looked at my x ray and performed a CT scan as well as did blood work. My doctors came in and said that what they could conclude from my CT scan, x ray, blood tests and urine tests is the 3rd coil had broken off which I wasn't aware I had a third coil and it was perforating my uterus causing all of my symptoms. My doctors told me to call my obgyn right away and to schedule surgery to have it removed immediately. On (B)(6) 2014 I had my blood work done for pre surgery. On (B)(6) I had the faulty coil removed using laparoscopic surgery. I requested to see the image and the coil was bent, entwined, and damaged.